Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous denatl implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 5-16-97 in site # 12 (class iii bone) during a routine procedure. The clinician reports that the reason for implant failure is due to the fact that tooth #11 had a recent apicoectomy and a fistula developed between #11 and this implant (#12). The infection destroyed the bone around this implant. Infection probably originated around tooth #11's apex. A bone graft has been done plus a second apicoectomy on #11. The implant was removed on 8-1/97.